Manufacturer narrative:
Additional information: d10. Analysis found that a complete lead was returned in one piece measuring 64.5cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2020-10436. It was reported that the patient experienced redness and the swelling on the pocket site as well as poor wound healing and presented at the hospital on (B)(6) 2020. The surgeon performed a debridement treatment. On (B)(6) 2020, the patient returned to the hospital after experiencing an inappropriate shock. Upon interrogation, it was noted that the right ventricular (rv) lead impedance and the sensing parameters had greatly changed from the previous check and the capture threshold increased. The inappropriate shock had resulted from the rv lead sensing p-waves in addition to r-waves, which was recorded as ventricular tachycardia. A chest x-ray confirmed that the lead was dislodged. The physician suspected the dislodgement occurred during the debridement due to lead traction. On (B)(6) 2020, the physician attempted to reposition the lead, but the helix could not be re-extended. Thus, the lead was explanted and replaced. The patient was in stable condition.